Event description:
It was reported that the drill bit fractured during a surgical procedure. It was also reported that the fractured drill bit remained in the patient's body. No adverse consequences were reported.

Manufacturer narrative:
The drill bit allegedly involved in this complaint was returned for evaluation. It was visually confirmed that the drill bit was broken. The definitive root cause for the breakage could not be determined.